Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2025 and topical skin adhesive was used. Patient had a skin reaction to the dressing. No adverse impact to patient/user. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: ¿ what is the procedure name? Total knee replacement ¿ what is the procedure date ? (B)(6) . ¿ what date did the reaction occur on? (B)(6) . ¿ what does the reaction look like and how large of an area does the reaction cover? Photo. ¿ do you have any pictures of the reaction? Yes picture. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed and treated with steroids. ¿ if medication was required, please clarify if it was prescription strength.unknown ¿ can you identify the product code and lot number of the product that was used? Clr222us. ¿ what is the most current patient status? Patient ok now. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6) . Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How was each tissue layer of the wound closed? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) is the patient more subject to scarring? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information additional information has been requested and received. How was each tissue layer of the wound closed? Stratafix for fascia, stratafix for skin was any surgical intervention performed? No were any cultures taken? Results? Na please describe how was the adhesive was applied. Wet to clean the wound, then dry. Prineo adhesive thinly applied after mesh was placed what prep was used prior to, during or after adhesive use? Chloraprep was used to start case and then cleaned off before applying was a dressing placed over the incision? If so, what type of cover dressing used? Basic island dressing is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No is the patient hypersensitive to pressure sensitive adhesives? No was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Na patient demographics: initials / ID, gender, age or date of birth; bmi na patient pre-existing medical conditions (ie. Allergies, history of reactions) none is the patient more subject to scarring? Na has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Na was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Na product code and/or lot of product used? Clr222us no lot number available name of surgeon? Dr. Viktor krebs what is the physician¿s opinion as to the etiology of or contributing factors to this event? He is unsure, but no longer using due to various reactions is product available to return for analysis. No this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.